Manufacturer narrative:
Patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time as the serial number is unknown. No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
A medtronic representative reported that while outside of a procedure, the software was not working as expected. There was no patient present. No additional information was provided.